Manufacturer narrative:
Fsca (B)(4).

Event description:
A bipap a40 ventilator was reported to have an error codes e-46 and e-47 were found during evaluation indicating the central processing unit (cpu) cannot communicate with the flow sensor using i2c bus and the central processing unit cannot communicate with the pressure sensor using serial peripheral interface (spi) bus, respectively. There was no patient involvement and no harm or injury reported. Replacement of the device printed circuit board assembly is required to resolve the communication failure issue. The device will be included in the fsn (B)(4) additional findings during evaluation include foam particles found inside the device. This device will be included in fsca (B)(4). No repairs will be completed because the device will be scrapped per customer request. Additional findings not related to the malfunction/issue: the accessory port cover was missing.